Event description:
Pt was here to have an optilume urethral dilation procedure. During this procedure the 24fr size was chosen as the best for the situation. While inflating the balloon on the optilume the balloon ruptured during the inflation, prior to reaching required pressure. A second 24fr was opened and it also ruptured during inflation. The surgeon decided to not continue using the 24fr and instead needed to open an additional set of urethral dilators and then used the 30fr, which worked as needed. The pt was able to have the procedure, however this added about an extra 20-30 minutes onto the procedure time, the need for an additional procedure, and the waste of 2 expensive items.